Manufacturer narrative:
The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The device had been filled with 275mg daptomycin in 100ml 0.9% sodium chloride solution. The expected therapy time was 30 minutes; however, the reporter stated that the device took 50 minutes to fully infuse. The device had been removed from the fridge two hours before the infusion, and there was a flow restrictor/clamp on the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.